Event description:
The stent was deployed inside another manufacturer's fractured stent that had been previously placed in the femoral artery. The stent deployed successfully but the catheter tip became caught on the nose cone of the sheath and the approximately 3" long tip assembly dislodged and was recovered. Due to this event, the procedure time was extended by approximately two hours. It was reported that the physician believes there was not a product failure and that the cause of the event was due to the angle of the sheath that was created by the stent that was in the patient. Attempts to obtain the device for product analysis have been made. The hospital has not released the device at this time.

Manufacturer narrative:
A final product analysis has not been completed because the device has not been returned.